Manufacturer narrative:
As stated by the instructions for use, error 2 is signaled by the pump in case of irregularity in the security system. The error 2 timeout was verified by the service and it was found within specifications. No malfunction was found by service, which proceeded with the regular maintenance service. Device evaluated, repaired and returned to the distributor/user. No patient involvement. Note: this MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,); submission date of this report is over 30 days after the date of the event.

Event description:
The customer reported that the pump set off "error 2".